Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error), expected 6 actual 28. A check of the diagnostics showed a failed mixing pump stated would order and replace onsite. Per sample evaluation results received on 20-jan-2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the arctic sun device would not auto fill. It was stated that the control panel speaker output functions for about 5 minutes after powering up but then slowly fades to no sound. Once the device cooled off after a short period of being powered down, the speaker output was there until the short period during which the panel warmed up again. A test speaker was utilized to verify it was not the speaker but the control panel output to the speaker. It was also stated that the double bend tube was found expanded during servicing. It was noted that the tank's seals were found lifted and torn from the tank. It was noted that the control panel, double-bend tube, and tank seals were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump failure. The device was evaluated upon receipt. It was confirmed that the arctic sun device would not auto fill. Circulation pump was serviced during the pm process. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump failure. The device was evaluated upon receipt. It was confirmed that the arctic sun device would not auto fill. Circulation pump was serviced during the pm process. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error), expected 6 actual 28. A check of the diagnostics showed a failed mixing pump stated would order and replace onsite. Per sample evaluation results received on 20jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the arctic sun device would not auto fill . It was stated that the control panel speaker output functions for about 5 minutes after powering up but then slowly fades to no sound. Once the device cooled off after a short period of being powered down, the speaker output was there until the short period during which the panel warmed up again. A test speaker was utilized to verify it was not the speaker but the control panel output to the speaker. It was also stated that the double bend tube was found expanded during servicing. It was noted that the tank's seals were found lifted and torn from the tank. It was noted that the control panel, double-bend tube, and tank seals were replaced.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error), expected 6 actual 28. A check of the diagnostics showed a failed mixing pump stated would order and replace onsite. Per sample evaluation results received on (B)(6)2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the arctic sun device would not auto fill. It was stated that the control panel speaker output functions for about 5 minutes after powering up but then slowly fades to no sound. Once the device cooled off after a short period of being powered down, the speaker output was there until the short period during which the panel warmed up again. A test speaker was utilized to verify it was not the speaker but the control panel output to the speaker. It was also stated that the double bend tube was found expanded during servicing. It was noted that the tank's seals were found lifted and torn from the tank. It was noted that the control panel, double-bend tube, and tank seals were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.